Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive result for quickvue otc. Consumer repeated testing 3 more times with same result on consecutive days. The consumer communicated the result was confirmed by another rapid antigen assay. Customer reported being symptomatic approximately 3 days before testing but asymptomatic otherwise. Additional mdrs to be filed for each event.